Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope had a peeling of cement on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction peeling of the cement on the light guide lens, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.